Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during ventricular high rate episodes, oversensing on the ventricular channel with associated noise reversion pacing and intermittent pacing inhibition was observed. The patient also reported experiencing several episodes of light headedness. Upon investigation, it was found that the high rate episodes occurred when the patient was vigorously cleaning her sink. Lead compression and insulation abrasion due to interaction with other leads was suspected. The right ventricular lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.